Manufacturer narrative:
Other - siderail release handle.

Event description:
It was reported by service report that the side rail release handle was cracked and there were exposed sharp edges. It is unk if there was pt involvement; however, no adverse consequences were reported.